Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times. There was no impact to the customer's blood glucose (bg) level. The customer reloaded the same cartridge. It was indicated that the customer would continue to use the pump until a replacement arrives.